Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of appendix on laparoscopic appendectomy, the stapler did not fire. The surgeon was able to close the jaws on tissue and able to press the green button. The handle kicked out as it was supposed to but when they squeezed the handle, the device did not work. They used another device to resolve the issue in order to complete the case. There was no patient injury.